Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. The device was sent for downstream occlusion testing and it passed. A review of the event history log revealed presence of downstream occlusion messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed psi(pounds per square inch) testing in the biomed service department. There was no patient involvement. No additional information is available.